Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. A visual exam was performed and a large hole was observed on the main tube at the side arm insertion area. The complaint has been confirmed. A non-conformance was opened to further address this issue.

Event description:
It was reported that "there was a hole of a diameter of 2mm in the tube located just beside the cuff. Clinical consequences: leaks of the anaesthetic product. The patient is a ventilated obese patient. No medical intervention was required". Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "there was a hole of a diameter of 2mm in the tube located just beside the cuff. Clinical consequences: leaks of the anaesthetic product. The patient is a ventilated obese patient. No medical intervention was required". Patient condition unknown at time of report.